Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to moisture damage on the electronic assembly. Insulin pump received with moisture damage on the battery tube, vibrator and keypad flex tail noted. No moisture damage on the motor, keypad traces or keypad dome switches noted. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump stopped working after customer went in to water. The customer stated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.